Event description:
Pt was on dialysis. Staff subsequently noted that pt's blood pressure had decreased and that there was bleeding from the venous side of the catheter. Staff called for help and attempted return. Removed dressing and noted hole in venous side of catheter. Returned blood through arterial port. 5% albumin infused. Pt put into trendelenburg position. Venous side of catheter clamped and physician notified. Subsequent removal of catheter involved and replaced. Catheter in pt for 9 days prior.